Event description:
It was reported that during a transcatheter aortic valve implant procedure, the guidewire was inserted into the patients left ventricle. As this was completed, complete atrio-ventricular (av) block occurred. The procedure was able to be successfully completed, but the patient continued to experience complete av block. After completion of the procedure, a cut down of the access site in the patient's left leg was completed, which revealed narrowing. Subsequently, surgical vascular reconstruction was performed, which resulted in dramatic recovery of blood flow.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195 - heart valves}; implant date {n/a}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the guidewire was inserted into the patients left ventricle. As this was completed, complete atrio-ventricular (av) block occurred. The procedure was able to be successfully completed, but the patient continued to experience complete av block. After completion of the procedure, a cut down of the access site in the patient's left leg was completed, which revealed narrowing. Subsequently, surgical vascular reconstruction was performed, which resulted in dramatic recovery of blood flow. Additional information was received that per the physician, the non-medtronic guidewire used did not contribute to the vessel narrowing but it was unknown whether the delivery catheter system (dcs) contributed. A permanent pacemaker was implanted one day following the valve procedure.